Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. Precleaning was performed within five (minutes) post procedure with aniosyme and albyn medical brushes. The air/water channel cleaning adapter was not used. The instrument channel/suction was brushed (suction cylinder to distal end and suction cylinder to scope connector) until no debris was observed in the bristles of the brush. The instrument channel opening was cleaned until no debris was observed in the bristles of the brush. All channels were flushed with detergent. The biopsy valve, air/water valve, and suction valve were brushed /disinfected/sterilized manually and by automatic endoscope reprocessor (aer). The water bottle was not disinfected but had a unique sterilization. Manual disinfection was not performed. Olympus etd 3 and etd 4 were used at the aers along with endodet detergent and endodis disinfectant. The endoscope was stored vertically in the olympus edc plus drying cabinet. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Less than one (1) cfu of a microorganism was detected. The results obtained complied with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the insulation resistance value on the distal end was out of specification. The light guide rod lens was cracked. The plastic distal end cover had a scratch. The bending section cover glue had separated. The angulations were out of specification and the suction function/ flow failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, a routine microbiological culture was performed on the evis exera iii colonovideoscope. On (B)(6) 2022, all channels tested positive for greater than eighty (80) colony forming units (cfus) of mesophilic aerobic flora. On (B)(6) 2022, the biopsy channel tested positive for one (1) cfu of pseudomonas and greater than eighty (80) cfus of mesophilic aerobic flora / burkholderia cepacian and the auxiliary channel test positive for one (1) cfu of pseudomonas and three (3) cfus of mesophilic aerobic flora / pseudomonas luteola. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.